Event description:
The customer reported the system would not come up. Further info found that there was a communication failure error message and the boot process has failed. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The handswitch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.